Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was hospitalized due to high blood glucose of 400mg/dl and had diabetic ketoacidosis on (B)(6) 2018. Customer¿s blood glucose was 320mg/dl at time of hospitalization. Customer's current blood glucose was 450mg/dl. Customer had vomiting, sugars not coming down under 232mg/dl before it shot back up weakness, stomach pain, had large ketones. Customer was treated with fluids, insulin drip. Customer was wearing insulin pump at time of hospitalization. Insulin pump will not be return for analysis.